Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no reported impact to the customer's blood glucose level. The pump was replaced under warranty, and the customer was informed of the replacement and instructed to return the malfunctioning pump within 10 days using a pre-paid return package. The customer declined to share information about the backup therapy they would use to ensure continuous insulin delivery.